Manufacturer narrative:
This report is for an additional lot number for part number 6451 was received that was not initially reported. Reference initial and supplemental reports for the same event 2242816-2015-00065 (-1), 2242816-2015-00066 (-1), 2242816-2015-00067 (-1), 2242816-2015-00068 (-1) and 2242816-2015-00069 (-1). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It is reported the original surgery was performed (B)(6) 2010. On an unknown date, the patient reported walking in the mall and felt a pop and pain. Patient reports proceeding to the emergency room where a fractured screw was identified. Subsequently, a revision surgery was performed on (B)(6)2015 and the implants were removed; with the exception of a portion of the screw which could not be removed from the patient's fifth lumbar vertebra (l5). The patient's current physician allegedly indicates "the main factor was the non-union, but does not have a specific cause."

Manufacturer narrative:
The returned explanted devices were visually evaluated, no issues were identified. Based on the information provided there were no reported issues with the hardware that was removed with the exception of one broken screw (p/n 50-6109mp lot 87472). The root cause cannot be fully determined. However, it is likely that the screw fractured due to loading on the device over the course of the 4+ years it was implanted without fusion. As discussed in the labeling, the screws are not designed nor labeled for being the sole means of spinal support and will eventually break or fracture if solid fusion is not present. Per the reporter and the treating physician, the nonunion contributed to the screw fracturing. There were no manufacturing issues detected that would have contributed to this event. Supplemental report six of six for the same event, reference 2242816-2015-00065-2, 2242816-2015-00066-2, 2242816-2015-00067-2, 2242816-2015-00068-2 and 2242816-2015-00069-2.